Event description:
It is reported device was implanted in 2007. Approximately one month post-op, dislocation occurred. When the surgeon did manipulation, the metal head separated from the bipolar cup. Revision surgery was performed the following month.

Manufacturer narrative:
Evaluation summary: x-rays are not available to access joint configurations. Patient age, weight, sex, activity level, and build are unknown. No engineering analysis could be done with the available information. Evaluation: review of the device history records did not find any deviations or anomalies. Device meets print specifications. There is no indication that design or manufacture contributed to this outcome.